Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the field reported event of sosd and output anomaly was confirmed upon reviewing the programmer printouts. It is believed that a lead anomaly was the cause of the output anomaly and the sosd alert. Ate and bench testing was performed. All tests passed and the device was found to be normal. (B)(4).

Event description:
It was reported that during an attempted implant the physician tried three times to induce vf by t-wave shock. Then a message appeared on the merlin that indicated the output circuit may be damaged. The physician also noticed the rv screw was not tightened. This device was not implanted. The lead tested normal with the new ICD.